Event description:
It was reported that "needle bent during insertion. Consequence: multiple punctures. Delay in treatment. We used a satellite tuohy needle." Additional information received on may 29, 2026, indicated that "the patient's current condition is stable. Delay in pain relief; no breach occurred thanks to the vigilance of the users. No medical intervention was necessary."

Manufacturer narrative:
(B)(4).